Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version: 2.1.0. H3: no parts have been received by the manufacturer for evaluation. H6: codes b17, c20, and d15 are applicable to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a case, the navigation was "off". The surgeon would rotate the drill or probe and it would appear to drift lateral or medial in the software. When he rotated back, it would appear accurate. All instruments drifted in this way. It was noted that they used a cranial frame and surgical drill for a prone cervical case under a spinal fusion procedure. The spine representative re-registered the patient and took new images with no resolution. The length of delay in the procedure and patient impact are unknown.

Event description:
Additional information was received. It was reported that this was a prone cervical c3-t2 procedure. The issue occurred intra-operatively, and there was no impact to patient outcome. It was also noted that there was a 3-5mm inaccuracy.

Manufacturer narrative:
Please see section a and b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. As the provided logs do not correspond to the reported procedure and no archive data is available, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. There was one session on the reported date in the logs. As per case comments, no archives were available for review. The procedure selected in the logs was tumor resection optical, whereas the reported procedure was spinal fusion, indicating a mismatch between the reported event and the available log data. The session showed transitions between select procedure and images, with CT-2 selected; however, no navigation, registration, or intra-operative activity relevant to the reported inaccuracy was captured. As per additional case comments, the reported inaccuracy and perceived instrument drift were suspected to be due to poor frame placement. H6: codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the case itself was not delayed. The procedure took longer due to the surgeon not trusting navigation and resulting in a re-spin which did not resolve the issue. Additional information was received. It was reported that it was believed the inaccuracy to be due to poor frame placement.

Manufacturer narrative:
Please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.